Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 50 (mg/dl). Customer consumed juice to address low bg levels and subsequently experienced an elevated bg level of 400 (mg/dl) a pump bolus was delivered to address elevated bg levels. System check with tandem technical support indicated the pump was performing as expected; however, customer indicated they filled cartridge with cold insulin and then declined to complete subsequent troubleshooting. Recommendation was made to consult with their health care provider to discuss diabetes management.